Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
Concomitants; 02-010-01-0220 - logic femoral ps cem left sz 2 4547367. 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t 4675777. 200-02-29 - three peg patella 29mm 4559927. 204-34-02 - fluted stem extension 25l x 14 mm 4023030. 204-70-00 - tibial stem ext. Screw 4595861. These devices are used for treatment and not diagnosis. There is no additional information available. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2017, and then experienced revision surgical procedure on (B)(6) 2023 approximately 6 years and 8 months after initial implant. No images were provided. There is no other information available.